Event description:
(B)(4). I began having pelvic pain shortly after device was placed with increasing pain and pressure. I also developed rashes that would come and go. Next was fatigue, joint pain and leg swelling. I eventually was diagnosed with pelvic congestion syndrome and lupus. Now all these years later I find out I am allergic to titanium one of the metals that essure is made of. I'm scheduled to have total abdominal hysterectomy. My rheumatologist and immunologist both feel hopeful that some of my symptoms will decrease once the essure coils are removed.